Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient who had experienced an ascending aorta replacement for type a aortic dissection underwent endovascular treatment of a type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag-ac). The procedure was completed without any issue. On (B)(6) 2020, a follow up CT imaging revealed a distal type I endoleak. An emergent reintervention was performed. Two additional stent grafts were placed, and the placement was extended to right above the superior mesenteric artery. The endoleak was resolved. The patient tolerated the procedure. Reportedly, the endoleak might have been caused by the distal side of the device was landed at dissected zone at initial procedure.